Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The provided information was insufficient to make any evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2021, the patient underwent surgery for a fractured right ankle and five screws were inserted into the right ankle. At some point after the surgery the patient had an MRI which allegedly indicated that three of the screws had broken in half. After reviewing the medical report and MRI the surgeon decided to leave the three broken screws inside the patient's right ankle.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2021, the patient underwent surgery for a fractured right ankle and five screws were inserted into the right ankle. At some point after the surgery the patient had an MRI which allegedly indicated that three of the screws had broken in half. After reviewing the medical report and MRI the surgeon decided to leave the three broken screws inside the patient's right ankle.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.